Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand switch was evaluated and reseated. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error prevented fluoroscopic exposures. There is no report of a patient injury or death associated with this event.